Event description:
The patient reported that shortly after implant it was determined that the patient had a tear in the dura. No patient symptoms were reported. The patient's catheter was explanted. The patient's pump remains implanted. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.